Manufacturer narrative:
A field service engineer (fse) was dispatched who replaced three way solenoid for substrate and substrate syringe. Analyzer passed startup and controls in range. No further action required by field service the probable cause of the event was substrate system. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported deciliter at startup with their aia-1800 analyzer. Customer is receiving error lamp low intensity lamp during startup. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results for bhcg and afp. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.